Event description:
It was reported patient leads exhibited high impedances and unable to be placed in MRI mode. As such surgical intervention was undertaken wherein the leads were replaced and issue addressed.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.